Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA 450677 corrective action implemented for root cause 43.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units monitor has issues.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump(iabp) monitor related issue. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.